Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Clinical code-4581-flocculent floating objects on the surface of the lens. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -9.5 diopter was implanted into the patients left eye (os) on (B)(6)2022 . Doctor found there were flocculent floating objects on the surface of the lens during the surgery. At follow up check ups the foreign body was still there. Since the patient is in normal condition, the doctor decided not to replace the lens temporally. The lens remains implanted.